Event description:
Patient underwent revision surgery on (B)(6) 2012. The left rod was repaired with end to end connectors. Decompression of the thoracic spinal cord was under taken. Washout was performed. The left knee was aspirated under aseptic conditions.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided. The event is still under investigation. Additional items may be reported.